Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 466 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was treated for the high blood glucose with their insulin pump. The customer declined checking their settings or performing a high pressure test on the insulin pump. The customer was advised to monitor the insulin pump of any issues.